Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, dark ring, a microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; multiple nodules, small intracapsular siliconomas.

Event description:
Healthcare professional reported rupture of the device confirmed via ultrasound and MRI as well as "multiple nodules, small intracapsular siliconomas". Affected side is right. Device has been explanted.